Event description:
It was reported that a medfusion¿ medfusion® 3500 syringe pump was returned to smiths medical for infusing issues. During testing of the device at smiths medical, check clutch error appeared. No information was reported that the product fault occurred while in use with a patient.

Manufacturer narrative:
One pump was returned for analysis in poor condition; top case and front corner was chipped, right plunger case was cracked, tamper seal sticker was void. An event history log review was performed which revealed a check clutch / plunger lever error and duplicate evaluation method test revealed infusion issues during the occlusion tests. The DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device; pump is over 9 years old. The pump was repaired and passed functional / delivery tests. Based on the evidence and the age of the pump it was confirmed that the cause of the malfunction was due to normal wear of the drive train components.